Event description:
Reporter reported via a distributor that the pressure line of an rt106 adult breathing circuit was missing from a kit. It was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.